Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that on (B)(6) 2024, patient experienced kinking in tubing. Also, patient was in emergency room, had diabetic ketoacidosis. No further information available.